Manufacturer narrative:
H3 other text : customer unable to confirm device.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating the monitors spo2 measurement alarms are not performing as expected; there was a delay of 30 seconds for the monitors to announce spo2 alarms. The device was in use on patient at time of event, there was no adverse event reported. No additional diagnostic/functional testing was performed. The fse stated that they were unable to reach all rooms to perform testing. Based on the information available, the cause of the reported problem is unknown. The reported problem was not confirmed. The engineer was unable to confirm the issue as the device was not available for testing.